Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause is use related. It was reported that two holes were found in the catheter. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and the two piece connector had been assembled to the 4 fr groshong tubing. The catheter extended 45.2 cm from the distal end of the strain relief oversleeve. Residue was observed on the two-piece connector. The printing was worn from the connector. The 42cm depth mark was worn from the catheter tubing. Material was missing from the catheter tubing at the 40cm depth mark. Scrape marks and marks from a sharp edged instrument were observed in the tubing. It appears that the catheter was damaged with a sharp instrument at the 40cm depth mark and was most likely done during removal. A microscopic examination of the groshong s/l catheter revealed two semi-circumferential breaches in the tubing. The splits were located 6.0cm and 6.5cm from the distal end of the strain relief oversleeve and were positioned between the 38 and 39 cm depth marks. A kink in the circumferential direction was located between the 7.0cm from the distal end of the strain relief oversleeve. The creasing observed in the tubing indicates that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to kinking, which can eventually cause the tubing to split with repeated flexing and kinking. It was reported that the catheter was in place for approximately 1.5 years. No defects related to the manufacturing process were noted on the complaint sample. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh0616 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient accepted catheter implantation into the right basilic vein under ultrasound half a year ago and the procedure was smooth with the catheter tip at t7. Chemotherapy began on (B)(6). Local pain occurred on the patient three days after an infusion operation with the infusion medicine of vincristine and epirubicin, followed by an occurrence of extravasation in the vessel, of which, the area was found to be about 15.5 cm without fester and swelling of skin. The catheter was pulled out under the physician's orders. Hydropathic compress with magnesium sulfate were conducted on such area and the arm of the patient was elevated. It was found that there were two holes on the distal end of the catheter 4-5 cm away from the puncture site with catheter leakage after it was pulled out for being flushed with normal saline. Skin color deepening at local area was found after treatment for more than one month. The patient complained of symptoms of pain, numbness and elbow joint stiffness.